Event description:
It was reported that the device was in backup mode and could not be interrogated. The patient experienced many episodes of misinterpreted therapies in 2008.

Event description:
When the physician attempted to throw one of the mesh leg assemblies through the sacrospinous ligament, the plastic sleeve went through but not the mesh tape. The physician opined the leg bunched up behind the bladder and in front of the sacrospinous ligament. The physician had adjusted the tightness of the other mesh leg assemblies by that time and there was little space to work with. He could not pull the bunched leg out, so left it there, reasoning the mesh legs do not need to be trimmed anyway. He is hoping the contralateral arm will hold the mesh in place. He also placed anchoring sutures so the mesh won't slide. The procedure was completed with this device with no further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device was found to be in back-up vvi mode, due to normal battery depletion caused by excessive charging.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.